Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A materials assistant reported that after intraocular lens (iol) implantation, the patient experienced, imbalance vision (anisometropia). The lens was removed and replaced with an unspecified company lens in a secondary procedure. The clinical reason for explant was myopic refractive error. Additional information was requested, but no further information is available.

Event description:
According to the new information received, there was no further impact to the patient. Additional information received on 01-oct-2025 clarified that the lens originally implanted was actually the replacement lens. The iol exchange was done with a company lens of same model but different diopter. This suggests an effort to adjust the refractive outcome, likely because the initial lens power did not achieve the desired result.

Manufacturer narrative:
Additional information provided in sections b5, and h11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).